Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that during a vt procedure with pentaray and smarttouch catheters the physician was ablating near the pentaray catheter and there was a pop. After a while the patient suffers a tamponade. The physicians manage to stabilize the patient and they finish the procedure without any other problem. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that during a vt procedure with pentaray and smarttouch catheter, the physician was ablating near the pentaray catheter and there was a steam pop. After a while, the patient experienced a cardiac tamponade. The event required a pericardiocentesis. The patient did not require extended hospitalization because of the adverse event. Stockert ep shuttle was in power control mode 35w temperature cut off 50ºc. The physicians managed to stabilize the patient and they completed the procedure without any other problem.